Event description:
It was reported that the handpiece gave an error 4 prior to the start of a laparoscopic hysterectomy procedure. The customer then tested it with a test tip and received and error 5 and the device was making a screeching noise. The customer used another device to start and complete the procedure. There was no patient consequence.

Manufacturer narrative:
Analysis summary: the hand piece was returned with a loose mount. It was tested on a generator and no anomalies were noted. The batch history records were reviewed with no anomalies noted during the manufacturing process. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.